Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovideoscope was missing black ring on the distal tip. The event occurred during preparation for use for an unknown procedure. There was no delay in procedure. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection where the reported failure was identified. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
There is no new information provided by the customer.